Manufacturer narrative:
Reported event of band failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to release the first three bands; however, none of the bands were released. When the device was remove from the endoscope, the physician noted that the third band intertwined with the first and second band. The physician noted some difficulty in turning the handle. There was no issue noted with the device prior to use. The procedure was completed using the remaining bands of this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.